Event description:
It was reported that the right ventricular lead was dislodged. There was no capture at maximum output and a five second pause was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Visual analysis noted apparent explant damage.